Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter extension tubing is confirmed and was determined to be related to use of the device. One 5 fr d/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues along the device. The purple hub was detached from its extension tubing. A small remainder of the purple extension tubing was visible inside the detached purple hub. A microscopic observation revealed the proximal extension tubing break site was visible inside the detached purple hub. Both break sites exhibited a shiny fracture surface with some beach marks observed along the fracture surface. The distal break site appeared uneven, and the fracture edges appeared rounded. The fracture edges were observed to have discoloration of the extension tubing from mechanical wear and manipulation of the tubing. The break observed exhibits characteristics of a fatigue failure which can occur from twisting, bending, or kinking of the tubing, while pulling forces may have also contributed to the failure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that one of the two-lumen catheters broke off at the administration site. No further information was provided.